Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.